Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain from the spinalpak assembly. The patient stated that he was having severe pain going down his legs and into his feet and also soreness in his lower back. The patient tried to break up his treatment time and he used the unit for only thirty minutes but the pain did not get any better. The patient did speak to the nurse at the doctor's office and was advised to discontinue using the spinalpak. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: medtronic peek titanium coated cage. Medical product: allograft bone. Medical product: bone graft substitute. Therapy date: (B)(6) 2020. Medical product: screws at l3, l4, l5, s1 on the right & l3, s1 on the right. Medical product: screw & rods at l2. Therapy date: (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : the device was not returned.

Event description:
It was reported that the patient was experiencing pain from the spinalpak assembly. The patient stated that he was having severe pain going down his legs and into his feet and also soreness in his lower back. The patient tried to break up his treatment time and he used the unit for only thirty minutes but the pain did not get any better. The patient did speak to the nurse at the doctor's office and was advised to discontinue using the spinalpak. No additional patient consequences have been reported.